Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that delivered an inappropriate shock for supraventricular tachycardia (svt). Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
The reported event of inappropriate shock and incorrect sensing was not confirmed. Device image was reviewed by tech services and the device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was explanted and replaced. Further information was requested but not received.